Event description:
It was reported by the surgeon that during a surgical procedure of "robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy" that the spring broke in da vinci fenestrated bipolar forceps. The device was switched out and no harm was reported to the patient. No further documentation was given reference the spring break on the forceps and the device is available for review.